Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during fill 1. The registered nurse (rn) stated that she put the small bag on top of the hc and it was empty, so she then disconnected the heater bag and put a new bag on the line. The technical service representative (tsr) explained that she should not disconnect a bag and reconnect another bag as it compromises the setup. The tsr had the rn close all of the clamps and close the transfer set. The tsr had the rn cycle the power. The fill volume was equal to 1782ml and the initial drain volume was 22ml. The tsr had the rn press the down arrow to end therapy and then press enter. The tsr instructed the rn to close all of the clamps and disconnect the home patient aseptically in order to start over with all new supplies. The rn understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.